Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that for the past few months they have been having issues charging the implant. Caller stated that the controller will turn on and charge but then it comes up with an error code when they are charging the implant every once in a while and they have to reset the controller. Caller did not have any further detail of the error message. Caller did not have the equipment with them at the time of the call. Pt was worried that the error code meant something was wrong in their body - agent reviewed that most likely, the error message is related to the external equipment. Agent will call patient back to troubleshoot. Agent reviewed use/function of aa batteries in the controller. Agent made out bound call to the pt. Agent had pt reset controller and inspect for damage; pt denied any visible damage to controller port pins or the recharger cord/pins. Pt started implant charge and saw controller at 60% and im plant in red recharging excellent. Pt mentioned they have not charged the implant in a while. The pt then stated that they have to be honest and stated they have had a couple of falls on their back, on the implant battery. Pt stated they fell about a month and a half ago and then they started noticing issues with charging the implant about a week after they fell. The pt also mentioned that the implant battery charge does not last as long as it used to either. Pt stated they would maybe get 5 days but now they are lucky if the implant battery lasts for 2 days. Pt denied increasing intensities; intensities have been 2.7 - 2.8 pretty much the whole time of having the implant. Agent reviewed implant battery depletion and charge frequency information. Pt will continue to monitor implant charging and document if the error message appears again and can call back if further assistance is needed. Agent recommended to follow up with healthcare provider (hcp) since pt has fallen.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.